Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 2013-07-14, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding the patient receiving morphine (.2502mg/day at 4.5mg/ml) via an implantable infusion pump for non-malignant pain. It was reported that during a pump replacement, the catheter was found to be broken so the hcp opted to replace it with a new one. The hcp asked the rep to calculate a dilution to the medication so the rep contacted technical services but the hcp went through the math with the rep and they resolved it on their own. There were no issues, signs, or symptoms, and no environmental, external, or patient factors known to have contributed to the event. No diagnostics or troubleshooting were performed, as the hcp visually identified the break in the catheter. The catheter was replaced with a new one, the broken catheter was discarded, and the hcp assisted the rep with the calculation and new tablet settings. The issue was resolved at the time of this report.

Event description:
Information was received from a manufacturer representative (rep) regarding an implanted infusion pump. It was reported that the rep requested a calculation in a catheter revision case. They were needing to dilute the medication since the catheter was found to be broken.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath; serial# unknown. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.